Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167272.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.